Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 292 mg/dl. Reportedly, the user did not address bg level. During troubleshooting with tandem's technical support, it was determined that there were air bubbles in the tubing. The user primed the tubing to remove air bubbles and resumed insulin delivery. At the time of the report, the user's bg level was 192 mg/dl.